Event description:
A healthcare facility in (B)(6) reported a lot of condensate in the rt329 infant breathing circuit and some kinking of the cannula. They were concerned this could contribute to desaturation and/or bradycardia of the babies. During a site visit, the fisher & paykel healthcare ('fph') representative observed desaturation and bradycardia within a range that is not unusual in this patient group. A link was not observed between the kinking or condensation and the desaturation and bradycardia. The fph representative reported that they conducted training with staff at the hospital during the site visit to improve the setups to reduce kinking and condensate. A staff member of the hospital has since reported that the setups are now working much better.

Manufacturer narrative:
(B)(4) - method - the device was not returned to the manufacturer for inspection. An investigation was carried out based on the event description and follow up information provided by the hospital. Results: the hospital reported kinking of the nasal cannula and a lot of condensation in the breathing circuit setup. During a site visit, the fisher & paykel healthcare ('fph') representative noted that the humidifiers were being used in invasive mode in use with nasal cannula. Conclusion: during the site visit to the hospital, the fph representative recommended changing the mr850 respiratory humidifier from invasive to non-invasive mode, as is correct for use with a nasal cannula. The representative also recommended positioning the cannula to prevent kinking and regular monitoring of this. The fph bc cannula instructions for use state under checks during operation: ensure there is no excessive condensate (water pooling) in the tubing or cannula. Check the tubes are not kinked or tangled. The mr850 instructions for use describes the correct use of invasive mode, only for patient's whose airways are bypassed. The kinking and condensate occurred as a result of setup factors. The hospital has reported since the training, that the setups are now working much better with respect to kinking and condensate.